Manufacturer narrative:
The device is not available for investigation. It was discarded after the procedure since no malfunction occurred during the procedure. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Patient that was ablated with the arctic front catheter and a thermocool nav catheter developed a pericardial effusion and was hospitalized beyond the normal hospital admission policy for af patients. Patient is fine and has been discharged from the hospital.